Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 25-year-old female patient who had essure (batch no. Dm12355) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, adenomyosis, fibroma and cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery/laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomies.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, fatigue, vaginal discharge, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the intra-abdominal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted -as per pfs essure removal date is mentioned as (B)(6) 2017 but as per mr it is mentioned that the patient is 4 weeks (lavh with bso (B)(6) 2017) postop procedure. Diagnostic results: (B)(6) 2014: hysterosalpingogram - confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot no, concomitant disease, new events menorrhagia, vaginal haemorrhage and dysmenorrhea added. Outcome for the events menorrhagia, vaginal haemorrhage, dysmenorrhea, dyspareunia, fatigue, vaginal discharge, pelvic pain, abdominal pain lower and abdominal pain added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 28-year-old female patient who had essure (batch no. Dm12355-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, adenomyosis, fibroma and cervicitis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 6 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery/laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomies.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, fatigue, vaginal discharge, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the intra-abdominal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted -as per pfs essure removal date is mentioned as (B)(6) 2017 but as per mr it is mentioned tha the patient is 4 weeks (lavh with bso (B)(6) 17) postop procedure. Diagnostic results: (B)(6) 2014: hysterosalpingogram - confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (plaintiff underwent a pelvic surgery on (B)(6) 2017.). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, migraine, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results: (B)(6) 2014: hysterosalpingogram - confirmed placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.